Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device, after an interventional procedure. The patient was discharged from the hospital 3 days later. Within 24 hours of discharge the patient was admitted to another hospital complaining of fever, chills and left knee pain. Blood cultures were positive, the bacteria was not specified. The pt was started on IV doxycillin every six hours. The blood cultures remained positive. It was reported that a cardiologist saw the patient 2 days after admission due to a palpable hematoma at the puncture site and wound drainage that cultured positive for staphylococcus aureus. The patient went to surgery the next day where the suture was removed and a vein graft was used to repair the artery. It was reported that the artery had "a lot of necrosis". There is no further patient information known by the reporter.